Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient had to seek medical attention while they were wearing a pod for 4 to 24 hours on the arm. The patient's blood glucose levels were over 800 mg/dl and the patient was vomiting. The patient's aunt took the patient to the hospital. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous therapy with fluids and an insulin drip. The pod was decarded.